Manufacturer narrative:
Device is a combination product . (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x16mm promus element plus stent was advanced to treat the lesion. While the stent was pulled a bit more proximal into the stenosis, the struts deformed at the distal end of the stent and coiled up a bit. The stent was fully recovered. The procedure was completed with another same device. No patient complications were reported and the patient was not harmed.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the proximal stent struts were bunched in a distal direction and the distal end of the stent was moved slightly in a distal direction over the distal markerband. The maximum crimped stent profile measurement at the time of manufacture was within specification. The tip was visually and microscopically examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. This damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues on the polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x16mm promus element plus stent was advanced to treat the lesion. While the stent was pulled a bit more proximal into the stenosis, the struts deformed at the distal end of the stent and coiled up a bit. The stent was fully recovered. The procedure was completed with another same device. No patient complications were reported and the patient was not harmed.